Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter with char on the tip and suffered cerebrovascular accident. The device was visually inspected and it was found to be in good condition. No residues of char were observed on the catheter tip. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors observed. The force sensor was tested and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specification. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions were identified.  The catheter passed all specifications. The root cause of the adverse event remains unknown. Char is a physical phenomenon of radio frequency. It can be the normal result of the ablation process. However, the customer complaint cannot be confirmed since no evidence of char was observed. In addition, the catheter was found working within specifications. Manufacture ref no:(B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 3/15/2019. Upon initial inspection, no char, visual damage, or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 3/1/2019, a manufacturing record evaluation was performed for the finished device and no internal action related to the reportable event was found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident. During the procedure, char was noticed attached to the tip of the ablation catheter. The catheter was replaced and the issue resolved. At an unspecified point, the patient suffered cerebrovascular accident. There¿s no information regarding medical or surgical intervention, extended hospitalization, the patient¿s outcome, or the physician¿s causality opinion. The char issue has been assessed as not reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. No error messages were observed on any biosense webster inc. (Bwi) equipment. There were no issues related to temperature or flow on the catheter. An impedance rise was observed at about 10 ohms. There was no rise in temperature. The generator was used in power control mode at 50 watts during 10 seconds on the left atrium and 35 watts during 45 seconds on the right atrium. Heparin saline was administered during the case. No further details are available at the time. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.